Event description:
The user facility reported that during a diagnostic gastroscopy procedure, the evis lucera gastrointestinal videoscope air/water channel could not supply sufficient air/water; however, the device could still be used to finish the procedure. It was suspected that the air/water nozzle had become blocked with a coagulant clot during the procedure, as the user facility confirmed they were able to successfully reprocess the subject device prior to the procedure. There was a delay of less than fifteen minutes because of the issue, but no patient harm or injury was reported due to the event.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. The device evaluation confirmed the nozzle was clogged; however, the foreign material could not be identified, as it could not be removed. The evaluation also found a pinhole in the switch box. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the legal manufacturer's investigation, since the details of the foreign matter were unknown, it is difficult to identify the cause; however, it is possible that it was a coagulum from the procedure or medical adhesive that adhered to the a/w nozzle. The device's reprocessing manual describes the following: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." In addition, to prevent nozzle clogging, the use of an air/water (aw) nozzle cleaning adapter is described as follows: "to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.